Event description:
As reported from a medical article -effect of radiolucent line-guided balloon-expandable transcatheter aortic valve implantation on subsequent pacemaker rate-, 326 consecutive patients treated with sapien 3 in the institute from may 2016 to march 2019. In this case, per medical article, there were 44 cases of life-threatening or major bleeding reported. There was no information reported regarding intervention performed.

Manufacturer narrative:
Literature citation- kenichi ishizu, shinichi shirai, tomohiro kawaguchi, tomohiko taniguchi, masaomi hayashi, akihiro isotani, yoshio arai, yoshiharu soga, shinichi kakumoto, kenji ando, effect of radiolucent line-guided balloon-expandable transcatheter aortic valve implantation on subsequent pacemaker rate, the american journal of cardiology, volume 165, 2022, pages 72-80, issn 0002-9149, https://doi.org/10.1016/j.amjcard.2021.11.010 per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), hemorrhage/bleeding is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.